Manufacturer narrative:
On the same day as the onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with a unspecified antibiotics (dose, frequency and route not reported) for peritonitis. Approximately a month after the onset of peritonitis, the patient discontinued antibiotics treatment. The patient had not yet recovered from the peritonitis event. On an unreported date, dianeal therapies were discontinued and the patient was transferred to hemodialysis (hd). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in 1954. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as the patient changing their care giver. On an unreported date, the patient was hospitalized for the event of peritonitis. The treatment given for the event and the patient's outcome were not reported. The action taken with dianeal therapies was not reported. It was not reported if the care giver was retrained in aseptic technique. No additional information is available.